Manufacturer narrative:
The insulin pump was received with critical pump error and pump error 35 due to moisture damage on the force sensor. We were unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, or verify motor displacement test failure due to critical pump error. The moisture damage was also found on the motor, keypad assembly, and the electronic assembly during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture via swimming pool, as a result, insulin pump received pump error 35 motor alarm and was not able to clear. Customer's blood glucose was not reported. Insulin pump would be replaced.